Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected audio anomaly or button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked belt clip slot. No low battery alarm could be verified due to the unresponsive buttons.

Event description:
It was reported that the customer had a button error alarm on insulin pump. The customer's blood glucose level was 90 mg/dl. The customer was advised that the insulin pump will be replaced and revert to backup plan. No further information was reported.